Event description:
Procedure: gastrectomy. According to the reporter: at the moment to install is observed that a piece (3*10mm) distal of the cannula it separated falling into the cavity. The piece was removed from the patient&#39;s cavity.

Manufacturer narrative:
(B)(4).